Manufacturer narrative:
Clarification to b3: patient reported that the reported event of pain was first noticed "6 mths" ago; partial date of (B)(6) 2025 selected. Healthcare professional later provided "(B)(6)" as the onset date of symptoms. B3 retains the earliest reported date. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "completely deflated".

Event description:
Patient reported left side "completely deflated " and "pain that started 6 mths ago". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported "changed in breast shape, painful & firm, possible contracture."